Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative and a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient did not have any relief coverage of the painful area at any point since implant, and that they had not used/charged the ins since late 2017. The ins was in over-discharge and the rep mentioned a power on reset (por). An x-ray was taken of the ins/lead and it showed that the lead tip was at t4. A trial was being done on (B)(6) 2018 with a more traditional lead placement to determine if lead revision would potentially be helpful. Follow-up was conducted. No further complications were reported.

Manufacturer narrative:
Product ID: 977c165, (B)(4), implanted:(B)(6) 2016, product type: lead. Device codes(B)(4) no longer apply. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-03-12. It was reported that there was no por. The battery was interrogated, and it was low but not in over discharge. The cause of the patient not getting any pain relief since implant was not determined. The patient was advised to recharge the device. The representative further reported that a trial was performed to determine whether lead revision was possible. The patient only had 35% relief. No further complications were reported/anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.